Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder procedure the ar-1934ps anchor broke. The broken part remains in the patient flush with the bone and not protruding. The surgeon implanted another one next to it and it worked fine. During the same procedure surgeon was implanting another ar-1934ps on another spot and the same event occurred, the anchor broke. He drilled again next to it and once again the second implant held. The case was completed with no further issues. Additional information obtained 1/8/2018: the procedure was a rotator cuff/labrum repair. The incident occurred on the labrum. As the surgeon as pushing down his knot, a pop was heard, and the suture appeared to rip out of the anchor. The suture was intact and there were no visible fragments of the anchor in the joint space or in the labrum. The pulled out suture was then cut before inserting different anchors. No parts are available to return to arthrex except remaining unopened anchors from the same lot which will be returned.

Event description:
It was reported that during a shoulder procedure the ar-1934ps anchor broke. The broken part remains in the patient flush with the bone and not protruding. The surgeon implanted another one next to it and it worked fine. During the same procedure surgeon was implanting another ar-1934ps on another spot and the same event occurred, the anchor broke. He drilled again next to it and once again the second implant held. The case was completed with no further issues. Additional information obtained 1/8/2018: the procedure was a rotator cuff/labrum repair. The incident occurred on the labrum. As the surgeon as pushing down his knot, a pop was heard, and the suture appeared to rip out of the anchor. The suture was intact and there were no visible fragments of the anchor in the joint space or in the labrum. The pulled out suture was then cut before inserting different anchors. No parts are available to return to arthrex except remaining unopened anchors from the same lot which will be returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission. The actual device was not returned. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.